Event description:
It was reported the customer was experiencing high blood glucose for the last 24 hours. Customer's blood glucose was 500 mg/dl. Customer stated he was unable to sleep. Customer treated high blood glucose with insulin pump. Troubleshooting was done. Customer reported he experienced bent cannulas and he had scar tissue. It was also found in bolus history that customer used a little over 293.0 units of insulin. Customer will call back to complete the troubleshooting due tubing clamps were not available at the moment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.